Event description:
During the eval process of a returned sample for a non-reportable issue it was noted that the transfer set leaked. No pt injury or medical intervention was reported by the nurse at the time of the initial report.